Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was admitted to the hospital to undergo emergency surgery on the abdomen coincident with automated peritoneal dialysis (apd). The indication for the emergency surgery was unknown. No further detail was provided regarding the event. At the time of this report the patient remained hospitalized. No further information was provided regarding the patient's outcome. No additional information is available.